Event description:
Pt underwent a pectus excavatum correction. Plates were used as add'l stabilization of the corrected sternum. Approx 6-7 weeks post-op the pt reported hearing a cracking sound when she rolled onto her side in bed. The next morning while lifting her child she felt something give way in her chest. A second surgery was performed. The surgeon noted that the lower plate construct had broken along the sternum. The surgeon removed the broken segment and re-plated the segment with a new plate. This incident was previously reported in MFR report # 3005670412-2012-00003. On (B)(6) 2013, the pt underwent a third operation to remove a broken segment of plate that had fractured along the left sternum edge (previous break was along the right sternum edge (previous break was along the right sternum edge). The surgeon removed the broken segment and repaired the remaining construct using a new plate. The surgeon reported that the second plate breakage was due to pt noncompliance with weight bearing restrictions. Specifically, the plate broke while the pt was lifting her child.

Manufacturer narrative:
Sales rep interviewed. Surgeon reported that the pt was not compliant with post-op activity restrictions.